Event description:
Reprise IV study. It was reported that complete heart block occurred. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given. The subject did not receive loading doses of anti-platelet medications. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 23 mm lotus edge valve. There was correct positioning of a single prosthetic valve in the correct anatomical location. During the index procedure prior to bav and valve deployment subject developed complete heart block. Transvenous pacing was left in the place for the rhythm management. Electrophysiology consult was performed and a permanent cardiac pacemaker was recommended. One (1) day post index procedure, an accolade MRI permanent dual chamber pacemaker was implanted successfully. Two (2) days later, electrocardiogram (ECG) revealed ventricular paced rhythm. At the time of reporting the event was considered resolving. The subject was discharged on clopidogrel.